Event description:
It was reported that there were two days where the stimulator was not on all day, but came on for part of the day. The nurse reported that the patient experienced loss of efficacy unrelated to stimulation therapy. She noted that in the past 5-6 weeks the patient's symptoms of pd had gotten worse. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 748266, serial# (B)(4), implanted: (B)(6) 2003. Product typ: extension: product ID 7 48266, serial# (B)(4), implanted: (B)(6) 2003. Product typ: extension: product ID 37642, serial# (B)(4). Product typ: programmer, patient: product ID 3387-40, lot# j0118277v, implanted: (B)(6) 2003-09-10. Product typ: lead: product ID 3387-40, lot# j0118277v, implanted: (B)(6) 2003. Product typ: lead. (B)(4).